Manufacturer narrative:
(B)(4). Investigation summary: the returned device was forwarded to depuy commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Incident(s) against the provided product/lot combination(s) since release for distribution.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the returned device was forwarded to depuy commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Incident(s) against the provided product/lot combination(s) since release for distribution.

Event description:
The patient was revised to address loosening of the attune cr fixed at the unknown interface. Cement manufacturer unknown. Doi: unknown; dor: (B)(6) 2017; unknown knee.